Event description:
It was reported that the t2 nail broke proximal. Attempts to remove the nail were not successful. The remaining part of the nail was push up in the femur and a knee prosthesis was placed.

Manufacturer narrative:
Additional information, has been requested and if received, will be supplied on a supplemental report.